Event description:
The nurse manager reported that immediately after connecting the patient the machine generated an alarm related to heparin. The patient received 2000 units of heparin before the physician ordered the heparin to be held and to give saline flushes instead of heparin. The patient complained of shortness of breath and oxygen was administered. Treatment resumed on a different machine with new blood line and dialyzer. The circuit clotted and the patient complained of nausea. Lab work was drawn which was ¿consistent with hemolysis.¿ the patient was admitted to the hospital following the dialysis treatment and transfused with one unit of blood. The patient was hospitalized for three days and then discharged home. The patient has resumed her dialysis treatments at the dialysis unit. The cause of the hemolysis is unknown. There were no schistocytes observed with the blood smear and therefore it is unlikely this was a mechanical hemolysis.

Manufacturer narrative:
The blood tubing set involved in this incident was not available for investigation. Twenty (20) retained blood tubing samples from same lot number reported (B)(4) were visually inspected, functional, leak , occlusion and dimensional testing was performing and no failures or defects were detected. The involved blood tubing set does not have FDA clearance but is similar to a blood tubing set with FDA clearance.